Event description:
Sample tubes have fallen over on the conveyor of the aptio automation system prior to sampling by an analyzer. The patients had to be re-drawn. There were no reports of delay due to the patient re-draws. There are no reports of patient intervention or adverse health consequences due to the fallen tubes.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the sample transport module (stm) wire harness dropped down, catching tall tubes. The customer tie wrapped the wires up to resolve the issue. The cause of the fallen tubes was due to the dropped stm wire harness. The instrument is performing according to specifications. No further evaluation of the device is required.